Event description:
The user facility reported that during a patient procedure, the monitor connected to their hexavue custom room rack was displaying lines. A short procedure delay was reported. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the video converter fiber cable required replacement. The technician replaced the converter fiber cable, tested the function and operation of the monitor and hexavue custom room rack, confirmed them to be operating to specifications and returned them to service. No additional issues have been reported.